Manufacturer narrative:
B5 describe event or problem - correction. B6 relevant tests/laboratory data,inclu - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at night, the patient only took a bg and read high. The egv was not described and he did not do any calibrations in the receiver. He treated himself with insulin, but then his "readings" became too low at 45 mgdl. He experienced muscle cramping, vomiting, and passed out for about five minutes. His wife found him unconscious and fed him glucose via tubes which. When he came about, he was given glucose tablets. Sometime later, the egv were about 110 mgdl and his fingerstick readings were showing a bg reading of high. No calibrations were done. No documentation of treatment for rebound hyperglycemia post reversal of hypoglycemic shock. The patient did not call paramedics or go to the hospital. During the call, the patient felt fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. At night, there was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. Sometime later, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at night, the patient only took a bg and read high. The egv was not described and he did not do any calibrations in the receiver. He treated himself with insulin, but then his "readings" became too low at 45 mgdl. He experienced muscle cramping, vomiting, and passed out for about five minutes. His wife found him unconscious and fed him glucose via tubes which. When he came about, he was given glucose tablets. Sometime later, the egv were about 110 mgdl and his fingerstick readings were showing a bg reading of high. No calibrations were done. No documentation of treatment for rebound hyperglycemia post reversal of hypoglycemic shock. The patient did not call paramedics or go to the hospital. During the call, the patient felt fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. At night, there was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. Sometime later, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.